Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose, diabetic ketoacidosis on (B)(6) 2020. Customer¿s blood glucose at the time of hospitalization was 285 mg/dl. Customer experienced the symptoms related to the diabetic ketoacidosis was loss of consciousness, vomiting, falling down. Customer was treated with intravenous drip. It was unknown whether customer was using the auto mode or not. The insulin pump will not be returned for analysis.